Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("lumbar pain"), abdominal pain lower ("severe cramping") and amenorrhoea ("8 months without menstrual periods"). The patient was treated with surgery (hysterectomy in 2017). Essure was removed in 2017. At the time of the report, the abdominal pain, pelvic inflammatory disease, back pain, abdominal pain lower and amenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, back pain and pelvic inflammatory disease to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2017: essure well placed. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 18-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), back pain ("lumbar pain"), abdominal pain lower ("severe cramping") and amenorrhoea ("8 months without menstrual periods"). The patient was treated with surgery (hysterectomy in 2017). Essure was removed in 2017. At the time of the report, the abdominal pain, pelvic inflammatory disease, back pain, abdominal pain lower and amenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, back pain and pelvic inflammatory disease to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2017: essure well placed. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.